Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side "capsular contracture grade IV." The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "capsular contracture grade IV."

Event description:
Healthcare professional reported right side "capsular contracture grade IV." The device has been explanted and replaced.

Manufacturer narrative:
Correction to g3: aware date of supplemental medwatch #1. Aware date should have been listed as 07/12/2024.